Event description:
It was reported that the customer visited the emergency room with diabetic ketoacidosis and high blood glucose over 600 mg/dl. Her symptoms included lightheadedness and nausea. Customer was treated with an intravenous drip and water. She was wearing the insulin pump at the time of the emergency room visit. Troubleshooting for high blood glucose was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch # 2032227-2015-01431.